Manufacturer narrative:
V was received with critical pump error due to moisture damage on the electronic assembly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error .device received with cracked battery tube threads, cracked case battery tube, cracked case corner belt clip rails, broken belt clip rails slot, missing display window cover, cracked keypad overlay and cracked reservoir tube lip. The p-cap locks into the reservoir compartment properly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error. Customer reported they received the open book image on the insulin pump screen. Customer stated no insulin pump error displayed on the screen before the open book image. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.